Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. A .035 guide wire was used to cross the lesion that was reported to be long. The 6.0x150 mm absolute pro stent was advanced without resistance and attempted to be deployed. During deployment there was no issue with the deployment mechanism, but the shaft of the delivery system broke 10 cm above the stent. While still in the patient, a hook was made on the guide wire and the broken shaft with the stent was removed together on the guide wire. A 6.0x100 mm and a 6.0x40 mm absolute pro stent was used to completely cover the lesion. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints. The investigation was unable to determine a cause for the reported difficulties. It is possible that the distal shaft was bent or kinked within the anatomy preventing movement of the shaft lumens and causing partial stent deployment. Additionally, it may be possible that further attempts to deploy the stent against resistance caused the distal shaft to separate; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3 - the device was initially reported as returning for analysis but has now been reported as being retained by the hospital.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue was unable to be confirmed due to the condition of the returned device. The separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal shaft was bent or kinked within the anatomy preventing movement of the shaft lumens and causing partial stent deployment. The chatter marks noted on the distal sheath further suggest that the distal sheath was likely bent over a tight angle (possibly at the aortic bifurcation). Additionally, it may be possible that the inner member separation occurred as the sess was being retracted with the stent partially deployed. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3 - it was initially reported that the device would not be returning for analysis; however, the device was returned for evaluation. H6: method code 4114 and conclusions code 67 were removed.

Manufacturer narrative:
On may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported deployment issue was unable to be confirmed due to the condition of the returned device. The inner member separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation determined that the reported difficulties were likely related to circumstances of the procedure. It may be possible that the distal shaft was bent or kinked within the anatomy preventing movement of the shaft lumens which, in turn, led to partial stent deployment. The chatter marks noted on the distal sheath further suggest that the sheath was likely bent over a tight angle (possibly at the aortic bifurcation). Additionally, it may be possible that the inner member separation occurred as the sess was being retracted with the stent partially deployed. Although the difficulties encountered appear to be related to procedural circumstances, on may 11th, 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Event description:
N/a.